Manufacturer narrative:
Philips service replaced the cover ii shift and performed a warm start; the system was tested and returned to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that no motorized movement occurred with the flex arm during use on an azurion 7 m20. The clinical use of the system was in use. There was no reported patient or user harm.